Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 102-263 mg/dl. Customer declined a follow up from tandem technical support to confirm they were able to obtain backup insulin therapy.